Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and had blank display. The blood glucose level was unknown. The troubleshooting was performed for failed battery alarm and blank display, found that insulin pump alarmed battery failed alarm and display was not returned. The customer was advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.